Event description:
Hill-rom received a report from the account stating the head section was not lowering. The bed was located at the account in room b201a. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR valve stuck. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 - 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced CPR valve to resolve the issue. Based on this information, no further action is required.